Event description:
On 4/13/2023, it was reported that an ar-2600sbs-10 knotless speedbridge implant system encountered a failure. The medial row with fibertape implants initially went, but when the knotless mechanism was passed into the second anchor, the anchor failed and got tangled. As the surgeon proceeded to pull the anchor stitch the implant pulled out. The case was completed using an ar-2323bcc biocomposite swivelock. This was discovered during a procedure. Additional information received on 4/14/2023: this was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.